Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to lead conductor fracture. Post procedure proceeded without any anomalies and the placement was performed. Upon checking on the measurements, the threshold was 1.2 volts and the amplitude was low at 3.0 milli volts. Then the patient was placed under complete pacing and noted the threshold rose to 2.3 volts and the lead impedance was 2200 ohms with a single pole measurement of 700 ohms. A loose pin was suspected, however, x ray result showed no abnormalities. As wound closure had not yet been performed, the device was disconnected and rechecked with analyzer. The impedance was 3000 ohms and the threshold was also poor on unipolar measurements which suggested a fracture of the positive conductor. This rv lead was retracted and removed. Subsequently, this rv lead was replaced with the same model, not implanted and will be returned for analysis. No additional adverse patient effects were reported.